Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient needed pulmonary treatment using another manufacturing company "vest" that uses pneumatic air pressure to clear the lungs. While wearing the vest, the patient's implantable cardioverter defibrillator (ICD) rate response feature was pacing at the upper sensor rate. The rate response was turned off during the treatment with the vest as this resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.